Event description:
Baxter reported an infusion pump with a false air in the line alarm at the facility. The alarm was reported to have occurred due to "tugging on IV tubing". No pt injury had been reported.